Event description:
A doctor alleged that a patient had experienced an infection of the gingiva while wearing a herbst appliance.

Manufacturer narrative:
The doctor reported that the infection was caused by food which had been caught underneath the crown of the appliance. The doctor removed the appliance and prescribed a chlorhexidine rinse for treatment. To date, the patient has fully recovered and is doing fine. A new appliance will be made with consideration to patient comfort.